Manufacturer narrative:
The event of ipg explant/replacement due to ipg reaching end of life was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg displayed an end of life message and no longer provided therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.